Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead failed to be fixated and was dislodged multiple times which was verified through digital subtraction angiography (dsa) imaging. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. A complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood and tissue. After cleaning, the helix was able to extend and retract with the extension length within specification. Electrical testing, visual and x-ray examination of the lead found no anomalies.